Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used in the transverse colon during a colonoscopy with polypectomy procedure on (B)(6) 2019. According to the complainant, during the procedure, the snare would not cut through a sessile serrated adenoma (ssa). The snare would slice part of the target polyp, however, the snare loop got stuck in the polyp when it was retracted. Reportedly, the snare loop would not retract completely so they opened the device to release the snare and remove from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.